Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noisy signals which were sensed by the device. This noise could be reproduced through isometric exercise. This oversensing resulted in pacing inhibition with reported syncope. All lead measurements have remained within normal limits. A guidant technical services (ts) consultant discussed the probability that the high voltage leads had been reversed in the header of the device, and recommended evaluation.